Event description:
Triple lumen catheter removed on november 12, 1992 over guidewire and exchanged for swan ganz catheter. Chest x-ray on november 16, 1992 revealed "another piece of tubing overlying superior aspect of rt. Svc and rt. Atrium". This approximately 8 inch piece of catheter tubing was removed under fleuro in the cath lab.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: storage/shipment, incorrect technique/procedure, misapplication of device. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.